Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to second of two devices used during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit system devices were implanted on (B)(6) 2017. As reported by the patient's attorney, the patient experienced severe and permanent injuries from the mesh products which include erosion and degradation of the mesh, causing chronic and recurrent inflammation, requiring surgical intervention to explant the mesh products. The mesh embedded in the patient's tissue over time requiring surgical removal due to its various defects, and such removal caused damage to organs and tissues, adversely affecting patient's health including physical impairment and disfigurement, chronic severe pain which is unrelieved by analgesic medication, and constant pulling sensations across the pelvic area. Furthermore, the device reportedly failed to perform the purpose of its implantation such that the patient required surgical removal of the products and repeated treatment and surgery.